Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure? Date and indication for initial surgical procedure when tvt mesh implanted? Any concurrent device implantation/procedure? Other relevant patient history/concomitant medications? Onset date/time of the pain from surgery? Location and character of the pain? Was the pain caused mobility restrictions? Please specify mobility restrictions? Date and findings of the infiltration and partial mesh removal procedure? What is physician¿s opinion as to the etiology of or contributing factors to this event (pain and mobility restrictions)? What is the patient's current status after treatment? Were pain and mobility restrictions resolved after treatment? Please provide product code and lot number? Adverse event regarding previous partial removal mid portion was submitted. Adverse event regarding vaginal portion completely removal was submitted via 2210968-2020-02934.

Event description:
It was reported that the patient underwent a sling procedure on unknown date and the mesh was implanted. The patient experienced pain and pv bleeding, dyspareunia and underwent previous partial removal of mesh mid portion. Additional information has been requested.